Event description:
Prodisc-c was removed, reportedly due to continued pain. The implant was originally placed at c4-5, above a previous c5-7 fusion.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine expiration date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.